Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was on critical override and was unable to recover. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on critical override and was unable to recover. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was full due to purge queue growth following a full synchronization and concurrent server purge. A technical support specialist dialed into the station, confirmed that the station data base was full and that uploads were succeeding while downloads were failing, and observed the medication application error. The specialist backed up the med application logs and database files, dropped the station database, and performed a full synchronization of the station. Remote smart service (rss) logs showed the prior full synchronization had completed successfully, and the purge services were running. The specialist monitored the first post-sync purge selection cycle, confirmed purge selection completed on hh-bn3-1, and verified the station purge queue at 1,686,499 with the used database size trending down (approximately 5.8gb useddbsize). The customer confirmed the station was back up, and a field service engineer noted that the machine had been resolved remotely prior to arrival. The case was closed with customer agreement. The system functioned as intended after the technical support specialist troubleshot the device.